Event description:
It was reported that, it appears that part of the jaw dropped into the patient. It was retrieved. There was no patient injury and the procedure was not altered.

Manufacturer narrative:
The device has been received and is being decontaminated. The engineer will evaluate the returned device and provide me with his report. I will then file a supplemental report.